Event description:
Customer reports that after installing xeleris suite on the (B)(4), they noticed a random powerscribe report being saved to a different pt study. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).